Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified common iliac artery. A 7.0mm x 40mm x 135cm sterling balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed without any problem and the procedure was completed with a mustang balloon catheter of the same size. There were no patient complications nor injuries reported and the patient condition was good post-procedure.